Event description:
During a shoulder repair a portion of the distal end of 2 gii reamers broke off into the pt's bone, reported bone quality was "good to hard." The case was extended 1 1/2 hours to remove all of the fragments. The case was concluded successfully without further incident or harm to the pt. Associated with MDR 1221934-2006-00006.